Event description:
It was reported that the device will not operate on ac power. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). The customer confirmed that the problem has been resolved. The device's power supply was replaced with a new one purchased from a third party vendor. The device is now functioning properly. The removed power supply has not been returned to physio-control for eval. Further root cause of the reported failure cannot be determined.